Event description:
It was reported that the oxygen (o2) sensor on 840 vent was found cracked. The device was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.